Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
Diabetic neuropathic charcot patient underwent ttc fusionas a limb salvage procedure using non-syk ttc nail system. Surgeon reports utilizing augment inj & vivigen bellular allograft in index procedure. At approximately 3 months post-implantation, radiographic imaging indicated evidence of inadequate bone formation in treated joints, further deterioration of overall hindfoot bone stock (charcot-marie tooth disease) and loosening of screw in ttc nail, and a revision surgery was scheduled. Revision surgery was performed as scheduled on (B)(6) 2021 during which ignite and infuse bone graft were implanted, and the loosed screw was removed and replaced. No other adverse impacts to the patient were reported.